Event description:
A zoll distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor failed incoming testing and would not properly power on. The cause of the resets, test failure, and inability to power on was likely an intermittent bga component u500 (dsp) on the computer analog (ca) board. The intermittent component is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor.